Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-12216. It was reported the patient experienced pain at the trial lead implant site. Two days later the pt went to the emergency room with persisting pain and a fever and the leads were explanted. Blood work was unable to confirm an infection. Note the pt rec'd two leads from different lot numbers. Both leads are being reported.